Event description:
We received an allegation of discrepant high results for 3 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 801 module. Patient 1 initial result was 88.9 pg/ml. A 2nd sample was obtained 1 hour later and the result was 4.84 pg/ml. The original sample was repeated with a result of 4.08 pg/ml. On (B)(6) 2024 patient 2 initial result was 42.1 pg/ml. The repeat result was 177 pg/ml. The sample was repeated using a new reagent pack with the same lot number and the result was 8.94 pg/ml. The sample was repeated twice more with results of 10.1 pg/ml and 7.01 pg/ml. Patient 3 initial result was 180 pg/ml. The sample was repeated twice using the new reagent pack with the same lot number and the results were 15.4 pg/ml and 15.7 pg/ml.

Manufacturer narrative:
The e801 module serial number was (B)(6).

Manufacturer narrative:
Calibration and qc were acceptable. Due to the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.